Event description:
It was reported that several cartridge alarms occurred during insulin delivery. Customer's blood glucose (bg) was 503 mg/dl. A correction bolus via pump was administered to address the bg level. Reportedly the customer received normal assistance by a 3rd party but was not incapacitated due to bg level. Customer loaded a new cartridge to resolve the issue.